Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats procedure, the stapler did not fire properly. A cracking noise was heard during firing on a clean part of the lung. The staples did not deploy. There was damage done to the lung of the patient, however, the patient is ok. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Only sulu was returned. Handle was not returned.

Manufacturer narrative:
(B)(4). Handle has been received.